Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was seen again upon a follow up visit with patient. It was noted tat the patient fell down the stairs and that could have caused the event. Additionally battery is going to be replaced with the leads in the near future. Seizures have increased since the fall as well. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, device evaluation is not necessary as the return of the device will not add value to the investigation as the root cause is known.

Event description:
Implant card was received indicating that the patient had full revision surgery. Further information was received from the physician indicating that events were due to the fall, that the trauma to the site from the patient's fall is believed to be the cause of high impedance and resulting increased seizures from loss of vns therapy. Product evaluation is no longer needed as the root cause of the events are known. No other relevant information has been received to date.

Event description:
Product analysis of the generator was completed which revealed that high impedance was seen at an earlier date than initially reported. The date of event has been updated. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
D4 lot #, d6b. If explanted, give date (mo/day/yr); corrected data; incorrect lead lot # was submitted in initial MDR. Supplemental MDR #2 inadvertently omitted lead explant date.